Manufacturer narrative:
The insulin pump was received with vibrator motor with broken wire. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.(B)(4)

Event description:
The customer reported via phone call that the insulin pump would no longer vibrate. The customer's blood glucose was 123 mg/dl prior to the call. The customer stated that the vibrate mode was on. The customer performed self-test and the insulin pump did not vibrate during vibrate test. The customer was advised that the insulin pump will need to be replaced. The customer stated that they were going to continue using the insulin pump. The customer was also advised to disconnect from the insulin pump and revert to back-up plan if the blood glucose elevated. The insulin pump will be returned for analysis.